Manufacturer narrative:
The report of a device not turning on was confirmed and replicated. The system on key was found to be not functioning. The device had no patient involvement (npi). Inspection of the returned pcu 8015 front case with keypad confirmed a crack at trace# 20 which resulted in an open conductor trace and fluid from traces # 13-20. A review of the device history record showed the device had a manufacture date of 26sep2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported the front case is being replaced. (Pcu) customer states, "it wouldn't turn on".